Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified target lesion. Following implantation of a non-boston scientific stent, the opticross imaging catheter was advanced for a final check and became stuck in the edge of the stent. Another wire was inserted and a balloon was dilated to remove the opticross. No device fragments were left inside the patient. No additional devices were used since the procedure was already completed. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the male telescope was detached from the anchor housing. Microscopic inspection revealed the guidewire exitport was deformed and that there was pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device; the pitting and degradation is not related to the original device failure.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified target lesion. Following implantation of a non-boston scientific stent, the opticross imaging catheter was advanced for a final check and became stuck in the edge of the stent. Another wire was inserted and a balloon was dilated to remove the opticross. No device fragments were left inside the patient. No additional devices were used since the procedure was already completed. There was no patient injury.